Event description:
Customer reported that the insulin pump has been getting stuck on the preparing to prime loop for about 2 weeks. Customer was advised to hold down the act button until receiving a second series of beeps or numbers appear on the display. Customer did not receive any beeps or numbers. Customer was advised that the insulin pump had to be replaced. Blood glucose value was 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.